Manufacturer narrative:
On 2/26/2019, mentor became aware that the device code "material rupture" was erroneously indicated in the initial report. There was only a rupture reported (unknown side) and it was reported on the contralateral device in mwr (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5082114 that a patient who underwent an unspecified breast implantation procedure with two unspecified mentor gel breast prostheses, experienced rupture, leaking of silicone in their body, 17 blood clots and rheumatoid arthritis. It was also reported that the patient used the following medical products: chemo, enbrel and xarelto. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the device 1 reported.